Manufacturer narrative:
Product evaluation: the used cartridge was returned. Inadequate viscoelastic is observed in the cartridge. The cartridge has evidence it was placed into a handpiece. The nozzle has an large aneurysm on the right side. The aneurysm continues into the tip where it has torn open. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if a qualified iol, handpiece and viscoelastic were used. The root cause for the observed cartridge damage may be related to a failure to follow the dfu. There did not appear to be adequate viscoelastic in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage or delivery issues. The returned cartridge nozzle has a large aneurysm that splits/tears as it extends into the thinner tip area. Unusually high internal forces would be needed to create damage in this area. The two distinct areas of damage would indicate a progressive change that occurred as the lens was advanced. This type of damage typically occurs if the lens is not positioned correctly for advancement; if there is a lack of viscoelastic between the lens and the cartridge lumen; if the lens is advanced too rapidly or if the handpiece plunger is not positioned correctly at the trailing optic edge. If the handpiece plunger is not positioned at the trailing optic edge it can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the cartridge, which could cause damage to the tip or the lens. It is unknown if a qualified iol, handpiece and viscoelastic were used. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility that a cartridge cracked when the surgeon injected the intraocular lens (iol) during an implant procedure. There was no harm to the patient. Additional information has been requested.